Manufacturer narrative:
The device was not returned. Placement signal issue: due to a lack of sufficient clinical details and no data logs or product returned, the cause of the placement signal issue cannot be established.

Manufacturer narrative:
Updated information: d1: brand name changed. D4: catalog, lot, UDI, serial number, exp date changed. H4: MFR date updated.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced a placement signal issue on the supporting automated impella controller so the pump was advanced in an effort to resolve the issue. The issue did not resolve. The patient was in stable condition.

Manufacturer narrative:
D6b, date of explant, has been added.